Event description:
Edwards received information that twleve (12) years and one (1) month post implantation of a 21mm prosthetic aortic valve, a 23mm transcatheter aortic was implanted (valve-in-valve) due aortic stenosis secondary to aortic calcification. Patient outcome was reported as good.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4)basis and if action is required, appropriate investigation will be performed.